Event description:
It was reported that the user experienced repeated low glucose episodes and questioned why the device continued insulin delivery; review of device reports indicated the user frequently paused insulin during glucose declines, which contributed to subsequent high glucose, and education was provided not to pause insulin and to consult a clinician if nocturnal drops persist. Symptoms included low blood glucose. Outcomes included resolution to normal glucose range following oral carbohydrate intake. Investigation included technical support review of device data and user-reported blood glucose information with troubleshooting and education provided. Investigation of this case revealed user technique contributing to glycemic variability with device learning expected to adjust insulin suspension at defined glucose thresholds. It was concluded that the event was consistent with hypoglycemia of unclear cause with contributory user pausing behavior and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.